Event description:
Consumer had ear pierced with the inverness ear piercing system at a retail user on 2/15/1998. On 2/26/1998, she sought medical attention for an infection at the ear piercing site. She was given intravenous antibiotics.